Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector was allegedly fractured. It was further reported that the fracture was in the middle of the tube body, and the fractured catheter connector was allegedly divided into two parts. Furthermore, the fractured parts have been removed as a part of the surgery. Moreover, there was an alleged in vitro extravasation of fluid in the patient. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, material separation and fluid leak as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2021), g3, h6 (method). H11: b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 04/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post an ultrasound guided percutaneous transhepatic cholangial drainage catheter placement, the drainage catheter connector allegedly fractured. Further it was reported that the fracture was in the middle of the tube body, and the fracture was divided into two parts. The device segments were removed by surgery. The procedure was completed using another device. There was no reported patient injury.